Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The obstructed sheath reported by the customer could be related to the dislodged valve issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified hemostatic valve was dislodgement. It was initially reported by the customer that during the operation, inner sheath could not advance in the outer sheath due to the impediment. The second device sheath was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported obstruction issue is not considered to be MDR reportable. Although the device failed to meet its performance specification or otherwise performed as intended, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 27-jul-2023, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside of hub component. This finding of hemostatic valve dislodgement (separation) have been reviewed and assessed as an MDR reportable malfunction.